Event description:
Consumer called to report his meter is inaccurate. Analysis run on clark error grid using mean average readings (158) vs. Bd readings of (22, 272) yielded data points in the c sone of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.